Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information of conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
According to available information, reservoir tubing fracture.

Manufacturer narrative:
This follow-up MDR is created to document the return of the device and the additional lot number and patient information received. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release.

Manufacturer narrative:
A titan otr pump and two cylinders were received for evaluation. A separation within confined abrasion was noted on the exhaust tubing near the strain relief of cylinder. Testing revealed this to be a site of leakage. A small separation with a melted appearance was noted in the bladder of cylinder 1 near the base. Testing revealed this to be a site of leakage. Surface abrasion was noted on all tubes of the pump. No functional or visual abnormalities were noted with cylinder 2. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. Based on quality's examination, quality concluded the exhaust tube of cylinder 1 was most likely kinked onto itself, abrading enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. As such, quality concludes this to be the most likely cause of the reported event. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separation in the bladder of cylinder 1 occurred subsequent to the device packaging being opened. In addition, because surfaces appear melted indicating contact with cauterizing instrumentation, and the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or after explant. This separation is not associated with the cause for failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information, no further corrective action is required at this time.